Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead was hospitalized due to respiratory failure. It was reported that the patient's decompensation was potentially related to the loss of av synchrony from an issue with the right atrial (ra) lead. The ra lead was not able to capture at max outputs and pacing impedance measurements had decreased from 800 to 400 ohms. However, the lead configuration had also recently been changed from bipolar to unipolar. The lead planned to be revised when the patient's condition was stable.

Event description:
Additional information received from the local field representative indicated that the patient's device was interrogated. The right atrial (ra) lead in unipolar configuration were 0.9 volts at 0.5 milliseconds. The ra pacing impedance measurements were 608 ohms in bipolar configuration. Multiple x-rays were taken and there were no abnormal findings.